Event description:
Boston scientific received information that this passive fixation right ventricular (rv) lead had dislodged. The lead was explanted and was replaced with an active fixation lead from another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.